Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral stem. The most probable root cause associated with the reported event of "loosening - femoral stem¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical product: biolox delta femoral head 36mm od, +3.5mm (cat# 170-36-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 1 yr. Postop the initial r tsa, this (B)(6) patient's right shoulder was revised due to loosening of the femoral stem. Patient was last known to be in stable condition following the event. Device will return due to facility policy.